Event description:
The patient was scheduled for a portable chest x-ray, one view. The technician opened the exam from the work list. After they took the exposure, the image was flat gray and the thumbnail was empty. There was no patient image. They retook the shot and it was fine. The image that was retaken resulted in unintended radiation exposure.

Manufacturer narrative:
(B)(4). Evaluation of the data logs from the system and of the software code found that there was an error in the software code. The problem has been corrected in a subsequent software upgrade and a cumulative patch. (B)(4).